Event description:
It was reported that the customer device received the system upgrade and it started having issues where the unit will not recognize the holster. The patient was on the table and her breast was not pierced. The patient was sent home and the case resheduled. Device was returned for service.

Manufacturer narrative:
Could not duplicate customer's complaint, device operated properly.